Event description:
A report was received that alleges that the cuss was "defective." Further information has been requested regarding patient involvement and patient outcome. No additional information has been received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.